Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and no non conformances were found. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. There was no indication that the administration set leaked as reported.

Event description:
The initial reporter stated that they had a set that leaked from the filter. They also advised that they are storing sets in the fridge for up to a week at a time. Curlin administration sets are approved for 72 hour use. Mmdg followed up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and no non conformance's were found. Because the device was not returned to mmdg, no investigation could be completed. The initial reporter advised that they had not retained the administration set and would not be returning it to mmdg.

Event description:
The initial reporter stated that they had a set that leaked from the filter. They also advised that they are storing sets in the fridge for up to a week at a time. Curlin administration sets are approved for 72 hour use. Mmdg followed up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. [Complaint: (B)(4)].